Manufacturer narrative:
The reported incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the explanted device was unable to be perform as it was not returned to endologix. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident was received by endologix. Due to the lack of receipt of relevant medical records and/or imaging; event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar incidents. Corrections: d9: device available for evaluation: updated h6: investigation type codes ¿ remove 4118 h6: investigation finding codes - remove code 3233 h6: investigation conclusion codes - remove code 11.

Event description:
The patient was being treated for an abdominal aortic aneurysm on (B)(6) 2025. The afx2 bifurcated stent graft (bsg) and right limb were positioned; however, it was impossible to catheterize the contralateral limb with the pigtail as the anatomy was tortuous and angulated. The physician decided to continue the procedure and tried again with the full body outside (when opening the aorta, the two limbs were in the aorta and not in the iliacs). The bifurcation of the afx2 had good apposition as well as the two limbs but the right limb required dilatation to pass with the pigtail and to open the limb which completely curled up and kinked. The physician elected to open the patient and explant the afx2 bsg. A prosthetic graft was placed. The patient was reported to be okay post explant.

Manufacturer narrative:
The explanted stent is expected to be returned for evaluation; however, it has not yet been received. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.